Manufacturer narrative:
Conclusion: according to the available information, diagnostic imaging showed 3-4 electrode outside of cochlea. It was confirmed by the field that a complete insertion of the active electrode array was likely not achieved at initial implantation. However, it has been decided that the device remains implanted and in use for the moment.this is a final report.

Event description:
The recipient has no hearing perception on the 4 most basal channels. According to radiological review of available CT imaging, channels 10-12 and possibly channel 9 are located extra cochlear. The latest CT scan was performed in may 2019 and previous CT scans look similar, so the electrode position has not changed lately. Per new information received, it was confirmed that 3-4 electrode contacts have been extra-cochlear likely since implantation surgery. At the moment, it was agreed that the implant stays implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no hearing perception on 4 most basal channels. Electrode migration is suspected. According to radiological review of available CT imagings, channels 10-12 and possibly 9 are located extra cochlear.